Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged) was confirmed. Upon investigation, the cable that connects the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable could not be positively identified but is likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's electrode belt cable was damaged. The pt was issued a replacement electrode belt.